Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leakage of device causes connection and image failure. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had no signal when hooked up to the tower. This occurred during inspection for use. There were no reports of patient harm.